Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on bus. A field service engineer (fse) found that drawer 6 was not detected on the bus. The full height pyxis module controller board and the drawer control board were replaced. The system was tested using the hardware test application, and the customer was observed successfully accessing the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not detected on the bus, and multiple machine restarts did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.